Manufacturer narrative:
Since the initial assessment, medtronic has determined that the reported event was related to static electricity during movement of the system. The static electrical discharge experienced by the user was a minor inconvenience and did not meet the FDA definition of a serious injury. The reported issue should not have been considered a reportable event. The site reported to the medtronic field representative that the issue also occurs with other non-medtronic mobile capital equipment systems used at the site during winter months. As there was no issue found with the medtronic system and through discussion between site staff and the medtronic filed representative, the most likely cause was an environmental humidity issue with the facility. Our instructions for use provided the following guidance to reduce electrostatic charge to suitable levels: ¿floors should be wood, concrete of ceramic tile. If floors are covered with synthetic material, the relative humidity should be kept at levels to reduce electrostatic charge to suitable levels.¿

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging. It was reported outside of a procedure that the system continues to shock people and that the shocks are painful. No patient present at the time of the event.

Manufacturer narrative:
Medtronic received new information that confirmed that the reported event was unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. The reported event was related to static electricity during movement of the system. The static electrical discharge experienced by the user was a minor inconvenience and did not meet the FDA definition of a serious injury. If this information were available during the initial review, the reported event would not have been considered a reportable malfunction. The site reported that the issue also occurs with other non-medtronic mobile capital equipment systems used at the site during winter months. Medtronic has suggested to the biomed staff at the site to implement environmental controls, such as humidifiers during low humidity winter months to reduce the potential for static electricity, however the site has expressed no interest in making changes to the facility.